Event description:
It was reported that the user experienced difficulty attaching the ilet connector to the cartridge, despite multiple attempts with several connectors and following guidance on orientation, insertion, and twist, which initially prevented insulin delivery until all new supplies (infusion set, cartridge, connector) were used and connection succeeded. Symptoms included transient hyperglycemia with a reported maximum of 186 mg/dl. Outcomes included approximately one hour of blood glucose above target without use of backup therapy, no ketone testing, no medical intervention, and no other assistance. Investigation included customer service troubleshooting with visual confirmation via photos and videos and replacement supplies provision. Investigation of this case revealed that the initial connectors did not lock properly, while new supplies restored normal function, suggesting a connector or batch-related performance issue. It was concluded that the event involved a connector unable to attach that resolved with new supplies, with no reported adverse health effects and no alerts or alarms. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.